Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2002. It was reported that the revision surgery was scheduled to be performed on (B)(6) 2018 due to the liner worn off (date of the revision is not fixed yet). No further information was provided by the hospital.